Manufacturer narrative:
Device history record review: a device history review was performed and no non-conformances were detected related to the reported condition. Device evaluation: the actual device was returned for evaluation. Quality engineering evaluated the device and the reported condition was confirmed. A visual and functional assessment was performed which found that the device overheated, and the laser etching was worn and hard to read. During repair, it was determined that the bearings were worn out causing the device to overheat. It was determined that the issue was consistent with normal wear over time. The assignable root cause was determined to be due to normal wear out from use. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that the serial number of the craniotome device was worn and hard to read. It was reported that the event did not occur during surgery. During in-house engineering evaluation, it was observed that the device overheated. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.